Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. There was reported difficulty with optimal positioning. There were mutiple unsuccessful attempts at repositioning. Ultimately it was decided to leave as is and run on lower p level to avoid suction. The patient continued on support until the device was successfully weaned. The patient outcome was noted to be stable.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.